Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances on the right ventricular (rv) lead. The rv lead's impedances were stable around 120 ohms, but became out of range and were upwards of 130 ohms. The ICD and rv lead remains in service. The shock impedance threshold alert was increased. No adverse patient effects were reported.